Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experience syncope and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and revived the patient. It was alleged that the patient¿s heart rate was between 10 to 20 beats per minute and that the implantable cardioverter defibrillator (ICD) was emitting tones when they were performing CPR. It was noted that the patient is paced less than one percent in the ventricle and 4 percent in the atrium. The interrogation noted good threshold measurements or other related issues. A save memory to disk was performed and engineering review found not no faults or out of range impedance measurements. It was discussed that the patient had a device interrogation 18 days earlier with no noted issues. The cause of the patient's syncope and subsequent cardiac arrest remained unknown and no additional adverse patient effects were reported. No programming changes were made to the system.